Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump was having issues with the batteries draining to quickly. The batteries would not last more than a week. The customer didn't recall his blood glucose level. Troubleshooting was performed and the customer was advised a new battery cap will be sent to rule out issues with the cap. The customer called back on (B)(6) 2016, and stated the issues persisted with the new battery cap. The customer was advised the device need to be replaced. She agreed to return the device for analysis.